Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements of 15 ohms. The device recorded a shock lead shorted message following delivery of appropriate shock therapy. Additionally, increased threshold measurements were observed on another manufacturer's rv pace/sense lead. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a primary lead problem was suspected, however, was not confirmed. The physician elected to program tachycardia therapy off and continue monitoring.